Event description:
It was reported that the customer had low blood glucose levels of 54 mg/dl. The customer treated with juice and food. Troubleshooting was done. The customer reported that the insulin pump was exposed to a strong magnetic field at immigration. The customer reported repeated low blood glucose levels even after troubleshooting. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.